Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7072467. Model/catalog description: unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads had high impedances and patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.